Event description:
Customer states that the aviva meter's screen appears to be burnt. Meter powers on and customer is able to test; however, the right corner of the screen is burnt and colored amber and blue. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.